Event description:
It was reported that on (B)(6) 2025, a 30mm amplatzer multi-fenestrated septal occluder - cribriform was chosen for iatrogenic atrial septal defect (asd) using a 9f amplatzer trevisio intravascular delivery system. During procedure, the device was very bulbus when delivered on the both the left atrial (la) and right atrial (ra) and it wasn't sitting flat. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 30mm amplatzer multi-fenestrated septal occluder - cribriform was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on available information and without the device to analyze, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that on (B)(6) 2025, a 30mm amplatzer multi-fenestrated septal occluder - cribriform was chosen for iatrogenic atrial septal defect (asd) using a 9f amplatzer trevisio intravascular delivery system. During procedure, the device was very bulbus when delivered on the both the left atrial (la) and right atrial (ra) and it wasn't sitting flat. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 30mm amplatzer multi-fenestrated septal occluder - cribriform was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.